Event description:
It was reported that the patient was inquiring about getting an MRI. It was reported that it was not related to the pump. Patient had an upcoming surgery not related to the pump. It was reported that the patient had a bad neurosurgeon who ¿punched hole in spinal cord.¿ it was reported that the patient ¿used to see spot in bed of fluid from spinal cord in 2000 or 2001.¿ it was reported that the surgeon ¿plugged the hole to fix it, but patient coughed and blew out discs.¿ the next refill scheduled to be on (B)(6) 2014. No allegations that the pump was not helping, but patient reported ¿it is just the ins and out of how much pain they have been in.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058170r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8627l18, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: pump. (B)(4).